Event description:
Customer reported unexpected negative reactivity when testing a donor sample with anti-e (monoclonal) series 1. Customer became aware of the error while performing a crossmatch assay. Customer tested the donor sample with another vial of same lot and received 1+ reactivity after 5 minutes of incubation at 37c. Customer is still getting negative results with the first vial of reagent. Customer stated that patient did not receive improper units for transfusion due to the unexpected negative reactivity.

Manufacturer narrative:
Tested four e+e+ and four e-e+ reagent red cells from retention panoscell-16 and cell 6 e+e+ from retention panocell-10 with retention anti-e, lot 955002. The expected reactivity was observed. Tested four e+e+ and four e-e+ reagent red cells from retention panoscell-16 and cell 6 e+e+ from retention panocell-10 with returned anti-e, lot 955002. The expected reactivity was observed. Returned and retention anti-e series 1, lot 955002, was tested with one segment of whole blood. The segment was also tested with gamma-clone anti-e (monoclonal). Positive reactivity (3+) was observed with all anti-e reagents tested. Returned products performed as expected. We were unable to reproduce the customer's observation.